Event description:
It was reported difficult deflation was encountered during preparation. Another balloon was used to successfully complete procedure without any pt complications. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the cause for this event. Directions for use state: "when shipped, the balloon lumen of the medi-tech occlusion balloon catheter contains air. This air must be displaced prior to insertion to ensure that only fluid fills the balloon when in the bloodstream...inject just enough contrast material to partially inflate the balloon...draw back on the syringe deflating the balloon...deflate balloon, close stopcock and remove syringe."